Event description:
The customer observed that all reagents on the alinity c processing module had vanished from the reagent carousel screen even though they were still physically present. The customer experienced load errors as new reagent cartridges were trying to load on top of ones currently in the spots. The customer manually removed all reagent cartridges and reloaded them to fix the issue. The issue occurred with the alinity ci-series system control module (scm), (B)(6). There was no impact to patient results, patient management, or user safety.

Manufacturer narrative:
Further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where due to an intermittent software error, a cartridge or onboard vial rack could be loaded onto a reagent carousel position that is already occupied with another cartridge or onboard vial rack. The issue has the potential to generate incorrect results and chemical or biohazardous exposure. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed that all reagents on the alinity c processing module had vanished from the reagent carousel screen even though they were still physically present. The customer experienced load errors as new reagent cartridges were trying to load on top of ones currently in the spots. The customer manually removed all reagent cartridges and reloaded them to fix the issue. The issue occurred with the alinity ci-series system control module (scm), (B)(6). There was no impact to patient results, patient management, or user safety.